Event description:
The customer reported elevated troponin I (access accutni) results, for several patients, involving the access 2 immunoassay system. One patient sample obtained an elevated result of 0.31 ng/ml which was released out of the laboratory. The patient was given 4,000 units of heparin based on the erroneous value. Additionally, the patient was given 1,000 units of heparin through an infusion drip. The patient's sample was reanalyzed through an alternate methodology and recovered a lower result of less than 0.02 ng/ml. An amended report was issued to the hospital. There has been no report of current patient outcome to date. The customer's biomedical engineer serviced the unit and discovered a dirty probe and an issue with the pump. A wash pump valve motion error was also noted. Details of instrument service was not supplied. This is report one of two.

Manufacturer narrative:
Service was not dispatched as the customer's biomedical engineer resolved the issue through service. All patient samples were lithium heparin plasma, collected in becton dickinson (bd) tubes and centrifuged at 3,000 rpm (rotations per minute) for five minutes, in an ambient temperature centrifuge. Specimens were sampled from the primary tubes. The customer indicated, at present, all patient samples are analyzed in duplicate. Quality control (qc) has been within specification. This medwatch report is related to MDR 2122870-2013-00065.